Manufacturer narrative:
Device did not return for investigation. Device would have expired prior to initial report to manufacturer by patient.

Event description:
Patient states she began treating in (B)(6) 2023 after cervical surgery. After a few weeks patient stated she experienced spasms on the left side of her face and ear. Patient said she was unsure how long she actually treated but knew it was at least one month. Patient reported having brain surgery in (B)(6) 2023.